Event description:
Medtronic received information that this bioprosthetic valve, implanted 3 years, was explanted due to regurgitation. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, areas of the (B)(6) of the left and right cusps adjacent to the inflow margin of attachment extending toward the belly were slightly friable possibly due to host tissue infiltration. A tear in the right cusp adjacent to the right non-coronary inferior coaptive area appeared to have been a hinge point associated with host tissue that extended on the inflow. A large tear in the left cusp along the inflow margin of attachment appeared to be associated with a possible hinge point due to host tissue that extended on the inflow and increased in size with the removal during explant. Remnants of glistening off-white pannus remained attached to the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas and 1 to 2 mm onto all cusps. Pannus extended further onto the cusps on the inflow. Remnants of pannus remained attached to the existing stent cloth along the outflow rails adjacent to all cusps, extending to back of the left right stent post. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.